Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) was alarming when plugged in but not when unplugged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(B)(6). Updated fields: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code, health effect ¿ impact codes), h11, e3. A getinge field service engineer (fse) inspected the unit and was able to replicate the reported condition, confirming the presence of alarms when the unit was plugged into ac power while powered off. The fse replaced the power management board. Following the repair, all required functional and safety tests were completed in accordance with the manufacturer¿s specifications, and was cleared for clinical use. Corrected field: e1 (initial reporter). The failure analysis and testing dept received part number 0670001162 with a reported unit failure of the unit alarming when plugged into ac power. The fat performed a visual inspection and found the part to be in good condition the fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r. It was found that the unit alarms when plugged into ac power and a battery is inserted sending the board to the supplier for failure analysis per procedure number (B)(4).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp)generated alarms when connected to ac power but did not alarm when unplugged. No patient was involved.